Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The intermittent power was determined to be caused by a faulty board. In addition, there was a sharp-edged impact point on the front panel and damage and corrosion on the housing cover and screws. The seal on the maj-1081 (cylinder hose) was worn and the gasket was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus, the high flow insufflation unit ¿goes off sporadically.¿ there were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the faulty board. Based on the results of the investigation, the definitive root cause of the faulty board could not be determined. Olympus will continue to monitor field performance for this device.